Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for low or no draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had insufficient negative pressure. The following information was provided by the initial reporter. The customer stated: insufficient negative pressure in the blood collection tube when the patient takes blood for treatment.